Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. While inserting a mas screw, the distal tip of the driver broke off. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. Driver lock difficult to unlock. After unlocking, lock engagement hex identified hex corner deformation approximately 180 degrees apart, suggesting torsional loading while lock was engaged. The above findings are consistent with torsional overload.